Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions of the device commensurate with battery voltage. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock in which the shock lead impedance measured less than 20 ohms. The shock was appropriate and did convert the arrythmia. However, upon a device interrogation a code 1004 was observed indicative of a short circuit condition. Technical services recommended replacing both the device and the lead. At this time, the ICD system remains in service. No adverse patient effects were reported. It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock in which the shock lead impedance measured less than 20 ohms. The shock was appropriate and did convert the arrythmia. However, upon a device interrogation a code 1004 was observed indicative of a short circuit condition. Technical services recommended replacing both the device and the lead. At this time, the ICD system remains in service. No adverse patient effects were reported. It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock in which the shock lead impedance measured less than 20 ohms. The shock was appropriate and did convert the arrythmia. However, upon a device interrogation a code 1004 was observed indicative of a short circuit condition. Technical services recommended replacing both the device and the lead. At this time, the ICD system remains in service. No adverse patient effects were reported.